Event description:
Increase in impedances. Patient went into asystole.

Event description:
Increased in impedances and thresholds. Pt went into asystole. Device subsequently returned with sensing difficulty and no capture reported.